Event description:
Two 5 mm x 5 mm white colored areas noted on the left side of the tongue during the procedure and then, another 3 mm x 3 mm noted later in procedure, all same shape and color. Dental drill handpiece burning pt. Event abated after use stopped or dose reduced: yes.